Event description:
It was reported that the patient was admitted to the hospital and was stable and alert, however was acting combative due to a frontal lobe cerebrovascular accident. The patient was suspected to have a cerebral frontal lobe watershed infract. The patient had not shown any further signs of hemolysis following their increased lactate dehydrogenase levels and no treatment was provided. It was determined that the batteries had died due to the patient not knowing what the alarm coming from their device meant, eventually causing the pump to turn off.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists stroke, bleeding, and hemolysis as a potential adverse event which may be associated with the use of heartmate ii lvas. Section 6 of this document (under ¿anticoagulation¿) also outlines recommended anticoagulation therapy and international normalized ratio (inr) range. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully-charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook further cautions, ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.¿ review of the submitted log file revealed evidence which suggests that the system had experienced a total loss of power, including depletion of the system controller backup battery, resulting in the system clock being reset once power was later restored. Additionally, a direct correlation between the reported events (increase in lactate dehydrogenase (ldh) and cva) and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be established through this evaluation. The submitted log file showed that the system was operating on the default timestamp throughout most of the file¿s duration, indicating that a total loss of power had occurred, and the system clock was reset after power was later restored. No other notable events were captured in the log file. The pump appeared to have functioned as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with their pump off and shortness of breath. The hospital stated that they could not hear the pump hum. They changed the 14 volt batteries, and the pump restarted. The patient showed no signs or symptoms of a thrombotic event. The patients lactate dehydrogenase (ldh) levels were up 200 from baseline, however this did not meet the hospital's definition for suspicion of a potential thrombus. The patient remained alert and stable, they denied that the pump was ever off. Review of the log files showed that the controller clock had reset, this happens when all power is lost to the system.